Event description:
Revision has been performed of the head/taper sleeve and metal liner to a ceramic head and xlpe liner based on the results from the venogram.

Manufacturer narrative:
.

Event description:
The femoral stem and acetabular shell remain implanted.